Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported, "having pain in right breast, and the implants don't feel right". Patient subsequently reported bilateral exchange due to concerns with the product. Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted.